Event description:
It was reported that the patients lead was protruding through the skin. The patient felt a hard item popping out through the skin. However, it was unclear if it has broken the skin.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.